Event description:
It was reported that the arctic sun device was not cooling. Per follow up information received on 17may2022, the device was not being used on patient during reported event. Per additional information received on 07nov2022, the device was overdue in calibration and circulation pump was not working and not related to current event.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per follow up information received on 17may2022, the device was not being used on patient during reported event. Per additional information received on 07nov2022, the device was overdue in calibration and circulation pump was not working and not related to current event.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.